Event description:
It was reported that during a shift change of the medical team, the device was checked and it was observed that it did not power on. Therefore the device would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. The third party agent replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly. Physio-control determined that the cause of the reported failure was due to the integrated circuit chip (designator u5) located on the power pcb assembly, which would not start up.